Event description:
Allergan aesthetics received a report of a patient treated upper and lower abdomen on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2022 with coolsculpting may have developed paradoxical hyperplasia (pah/ph). Due to insufficient information, device info is not documented.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
H11: additional change and/or corrected data.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper, mid and lower abdomen on (B)(6) 2021, on (B)(6) 2022 using a cooladvantage coolcare presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: b5.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the upper, mid and lower abdomen on (B)(6) 2021 using the cooladvantage coolcore and to the back fat on (B)(6) 2021 using a coolmini applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11 corrected data: a6 b3 b5 d1 d4 h6.

Event description:
Report of "bra part area" was received previously. Paradoxical adipose hyperplasia has been confirmed in the axillary puff and bra fat/back fat areas by allergan safety physicians. Other reported affected areas have not been confirmed due to insufficient information but will be retained as reported conservatively.